Event description:
Complainant alleged that during functional testing, the device was unable to adjust pacer rate or pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.